Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the m4 handpiece was overheating less than a minute in forward mode and the irrigation was used at 30cc flow rate. There was no patient involvement.

Manufacturer narrative:
H3:analysis found that not able to confirm the reported fault. Not able to perform pre-repair temperature test, as blade/burr does not rotate. Found the handpiece cosmetically not ok, connector has dent, hi-pot test failed, motor cable assembly found faulty and blade/bur not rotating. H6: initially submitted codes fdm b21, fdr c21, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.